Event description:
It was reported that a cot collapsed with a pt on it. Allegedly, the ambulance attendant caught their hand as the cot fell and sustained a sprained wrist and pulled muscles. It was reported that the pt was not affected by the event.